Manufacturer narrative:
A review of synthes device history records for mfg revealed no complaint related issues. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt previously implanted in (B)(6) 2011 with ex tibia nail for a broken tibia. In (B)(6) 2011, pt presented to ER complaining of a problem with the implant. It was determined the nail was broken. Pt subsequently sought add'l opinions from other surgeons. On (B)(6) 2011, pt was returned to operating room and the surgeon removed the nail and five screws. Pt was revised to a larger ex fix nail and five screws.